Event description:
The customer stated that during a mapping procedure, the pt's heart rate increased and blood pressure decreased. It was reported that on performing an echo, the development of a cardiac tamponade was detected. Drainage was reportedly performed and the pt's condition returned to stable. The report indicated that resistance was experienced while inserting the catheter into the right inferior pulmonary vein. The angiography was reportedly performed only on the left pulmonary vein during mapping.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."